Event description:
It was reported that during the implant procedure, there was difficulty placing the atrial lead. The lead tip would not advance past the superior vena cava (svc). The body of the lead was prolapsed into the right atrium in multiple attempts to get the tip to dislodge from some unknown obstruction in the svc but that was unsuccessful. The lead was removed and inspection showed the helix was damaged; the helix was fully extended and bent at a 45 degree angle to the lead tip. The lead was discarded and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.